Event description:
The pt reportedly experienced popping sound followed by nausea. Pt was treated with antibiotics (type unk) for possible infection. External equipment was exchanged and programming changes were made. The pt is being monitored and advanced bionics is in the process of gathering more info.